Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had skin break down and staph infection at extension connection on left side. There was a surgery to place extension and battery in (B)(6) 2019. There was a removal of the system and the patient was treated with antibiotics. The left side battery 37603 that goes into the left vim was removed. The left vim lead was removed and the extension and ins remains on left side chest. The issue was resolved at the time of the reported